Manufacturer narrative:
Section a2: date of birth: july 31, 1951 section a3: gender: female. Product has been returned against initially reported of not returning. Thus the following fields have been updated. Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 9/30/2021 section h3: corrected data: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. The complaint lens was cleaned, and a cosmetic issue (scratch) was observed on the optic body. No further cosmetic issues were observed. The complaint issue cannot be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed two complaints from this production order number, the reported issue of one complaint is related and other complaint is unrelated to this reported complaint however no product was returned and no product deficiency was identified in that case. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic started to tear when the doctor was inserting a zcb00 model intraocular lens (iol). The device is noted as not available for return, and there was no patient injury reported. No further information available.